Event description:
It was reported by the customer that their insulin pump had alarmed. Customer stated they do not have insulin injections available and are unable to clear the alarm. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. No error alarm noted. The device was received with cracked display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, and minor scratched display window.